Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level after a jaw surgery. Blood glucose level at the time of the incident was over 700 mg/dl and would not go below 250 mg/dl. Customer turned off auto mode feature after doing a temporary basal. Customer treated with insulin pump, blood glucose went down to 300 mg/dl but rose again to over 400 mg/dl which was treated with injection. Customer was assisted with stabilizing sensor but declined troubleshooting for high readings. The insulin pump was not replaced or returned for analysis.